Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient was not getting good coverage. Pushing the lead back up to c3 level was setting the lead in place. The outcome was resolved without sequelae on (B)(6) 2018. Etiology indicated the relationship of the event to the device, therapy, and implant procedure was unlikely related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977a190 (B)(4). Implanted: (B)(6)2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead migrating was not determined. The rep reported that the patient¿s healthcare provider (hcp) was notified and no action was taken yet. The rep reported that the lead migrating wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were going to do a lead revision (B)(6)2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of a clinical study reporting that the etiology of the event was possibly related to device or therapy but unlikely related to implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(4), ubd: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that they met with the patient for a reprogramming because of a loss of pain relief from the ins. The rep reported that an x-ray was obtained. The rep reported that the lead had moved down 4 vertebral levels. The rep reported that the healthcare provider (hcp) was notified. The plan was unknown at the time of the report. The issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the date of the event was updated).

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) of a clinical study indicated that the event was resolved after the lead revision. It was confirmed that the implant date was (B)(6) 2017. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the lead was pushed back up to c3 level of the spine on (B)(6) 2018. The event status was unknown. The implant date for the lead and ins was reported as (B)(6) 2017; follow up is being performed to obtain clarification of the correct implant dates.